Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed for continuous+bolus delivery, of an unspecified concentration of morphine, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare patient reported the device powered off by itself when the device was moved without sounding audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing including sounding an audible alarm tone during an alarm condition. On (B)(6) 2012, multiple power loss alarms noted in the history but were not duplicated during testing. A possible cause for the customer¿s reported power loss was due to the battery door latch may not have been snapped correctly when the batteries were placed inside the pump and the door was latched. This could have resulted in the wiper contact on the battery door not making a proper contact with the battery terminal resulting in power loss. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2012 at 0900, the pump was programmed for continuous+bolus delivery, in mg, with a concentration of 1 mg/ml, at a continuous rate of 7mg/hr, a 2 mg bolus dose, a 30 minute patient lockout, a 2 bolus/hr limit, and a container size of 250 mg. At 0901, the keypad was locked and the device was powered off. Between 0958 and 1002, the device was powered on using batteries four times, a check cassette alarm occurred, and the cassette was inserted. Between 1004 and 1007, the keypad was unlocked, the device was reprogrammed to deliver at a rate of 6mg/hr, and the delivery was started. Between 1008 and 1058, there were 5 power loss (h) alarms, the device was powered on twenty-three times, there were three 15/000/001 (power down error) alarms, the delivery was started six times, and stopped once. At 1058, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.